Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported loose outlet port. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date of report : 23jul2019, date rec¿d by MFR : 22jul2019. The biomed confirmed the allegation of a loose outlet port. The biomed removed the 2 mounting screw, removed the outlet retainer and reseated it. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.